Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. During the revision, the physician elected to replace the ipg. Malfunction of the ipg was not suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility.